Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
It was reported to hamilton medical ag that ¿tf: 5507 and tf 5512 appeared during ventilation.¿ patient was involved. No intervention necessarily, no health or consequences to the patient was reported.